Event description:
It was reported that when the foley catheter was used in the operating room, urine did not flow out.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received seven (7) photo samples. All photo samples showcase an overview of a drainage bag with an inlet tube, sample port connector, catheter and tes. Received one (1) used drainage bag with an inlet tube, sample port connector, catheter and tes without original packaging. Verified material number 119314 and manufacturing lot number ngjw3472. Visual inspection noted no obvious observations. Urine lumen filled with di water and no water flow observed. Urine lumen filled with mbs using in-house syringe and blockage present. Risk review, labeling review, and DHR review are not required as CAPA 11881143 is applicable for this product lot number. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was used in the operating room, urine did not flow out.